Manufacturer narrative:
(B)(6) 2015 follow-up: contact reported that no occlusion alarms occurred from the previous day. Customer's blood glucose level was slightly elevated but likely due to customer being sick. Temp rate was adjusted to lower blood glucose level. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. Reportedly, the customer's blood glucose level was impacted. Customer changed out cartridge (2) and infusion set (2) to address the issue.